Event description:
A report was received that an x-ray of the patient's paddle lead revealed three contacts were detached from the lead and one of those contacts could not be found. The lead was explanted.

Event description:
A report was received that an x-ray of the patient's paddle lead revealed three contacts were detached from the lead and one of those contacts could not be found. The lead was explanted.

Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that an x-ray of the patient's paddle lead revealed three contacts were detached from the lead and one of those contacts could not be found. The lead was explanted.

Event description:
A report was received that an x-ray of the patient's paddle lead revealed three contacts were detached from the lead and one of those contacts could not be found. The lead was explanted.

Manufacturer narrative:
The returned paddle lead was analyzed and the complaint was confirmed. Visual inspection revealed electrodes #3r and #3l-#8l were completely dislodged from the paddle and were not returned. One dislodged electrode was returned. A large piece of silicone from the left side of the paddle was separated/torn from the paddle body.

Manufacturer narrative:
Additional information was received that the physician removed one missing contact from the patient's body and discarded it.

Manufacturer narrative:
Additional information received confirmed that all contacts were retrieved from the patient¿s body with the exception of one contact, which is still missing.